Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The unit was returned for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Reclining back keeps falling apart.